Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 error code, no image, and rust and corrosion on the charged coupled device and the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the b30 error code occurred due to fluid invasion caused by a large tear in the channel wall and no image was due to rust and corrosion in the charged couple device. A root cause for the remaining malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.